Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple wall adapters. Additionally, it was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose ranged from 250 mg/dl to 251 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.